Event description:
My children neurological; my 1st son has tourette's and asperger's disease, as well as my other sons have an acute case, asperger's disease and developmental delay, learning defects and eye sight issues. My last son has these issues with the added problem with his kidneys. All these medical issues do not run in my family or in their fathers side of the family. So it worries me it's linked to mercury in my tooth that was knocked completely out so the dentist put it back in, in 1994. I've had severe loss if sight, severe headaches, anxiety, depression, kidney issues. Unaware of it being mercury until I asked a dentist why my tooth turned black in 2018 he wasn't to sure and called another dentist in and he said before mercury was common to fill teeth. I said what wait that so bad for people though why use it. Can you take it out? He said he couldn't he'd have to refer me out. As a single mother of 4 boys suffering from major manic depression, I do think the manic behavior is correlated with the insomnia part of the side effects of the mercury filled tooth. The erosion of my enamel, grinding and decay over the years have made these issues worse, my tooth darker, my headaches invariable. And my last son cannot sit still, he can't focus. His little eyes tremble as if they were shaking. His eyes are the bad and suffered from unexplainable kidney issues. He also didn't develop as he should of. When he would nurse or bottle feed he would choke, and it would go his lungs due to the airway and feeding pass-way flap not developing. We spent nights in the hospital and days going to children's hospital for answer of his medical issues. They all have had behavioral issues not being able to sit still and pay attention except my 2nd son. I believe he was lucky even though he was born at 7 months really helped him not be exposed to the mercury in my body like his brothers that were full term. Two months difference really made a big difference in my children's health. I really hope you ban mercury fillings. And allow patients to get compensation for the damages and loss of enjoyment of life and their children because of this. I wish I would have known I had that in my tooth sooner and really wish that I knew the side effects to prevent my children from having to suffer the side effects too. I cant even afford to take it out and replace it with something safe, it being the front right tooth makes it really hard to just have it removed and I would have to pay out of pockets to have it taken out safely because there is no pain due to the tooth being dead. Please help me and my family or please help prevent what has happened to me to happened to anyone else (B)(6). Four pregnancies all suffered from side effects linked to mercury fillings. The 2nd child has a milder case of side effects do to not being exposed as long as the other siblings that were full term 9 months, he was born at 7 months but has bad vision. FDA safety report ID# (B)(4).